Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. Based on the results of the investigation, the phenomena ¿no image¿ and ¿noises on the image¿ were confirmed and the cause was video connector socket failure (connector s7u). Additionally, regarding phenomenon ¿front panel switches did not function¿: it was confirmed that the cause was front panel failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the battery memory ran out. In addition, the front panel switch failure to function was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera video system center was unable to display image as a result of a connector failure. There was no patient harm or user injury reported due to the event.